Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. The patient was injected with radiesse, on (B)(6) 2025 (reported as this afternoon). Batch number was reported as a00153770. A lot search in the global safety database was conducted. The patient was previously injected with radiesse, without any complication. On (B)(6) 2025, 2 hours after the radiesse injection, the patient experienced swelling on her face, and 4 hours after the radiesse injection, the patient experienced significant facial edema. The patient went to the hospital emergency room and was treated with corticosteroids and antihistamines orally. The outcome of the event was unknown. Follow-up information was received on 18-mar-2025: the batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00153770 (expiry date: 19-mar-2026). Follow up information was received on 20-mar-2025 and 21-mar-2025: the event lipotimia was added. The patients birth date, height (165 cm) and weight (60 kg) were provided. The patient was injected supraperiosteally and subdermal with a total of 1.8 ml of radiesse 1.5 ml into the zygomatic, nasolabial sulcus (reported as ns sulcus), commissure and mandibular angle (off label use of device). She was injected with 0.85 ml into the right side, into 5 injections points, and with 0.95 ml into the left side, into 6 injection points. Radiesse 1.5 ml was injected using a bolus and linear backtracking technique, with a 27 g cannula. The patient had previous aesthetic treatments in 2024, with nctf (reported as nct) 135 hyaluronic acid (reported as ha) in her face, with radiesse into the lower face (reported as 2/3 lower face) and with bocouture® in the upper face (reported as 1/3 upper face). Patients past surgical interventions included otosclerosis in 2022. Patients medical history, allergies and current medications were reported as none. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a lipotimia, as reported, and had to return to the emergency room the night she was discharged, as the oedema had increased. In the hospital emergency room, the patient was administered corticosteroids and antihistamines intravenously. Complete blood count with leukocyte formula, c-reactive protein (crp) and erythrocyte sedimentation rate (esr), total ige (total immunoglobulin e), specific allergy test (specific ige) for calcium hydroxylapatite and its components, complement c3 and c4, serum tryptase, liver and renal function test (ast, alt, bilirubin, creatinine, urea), coagulation profile (pt, aptt, fibrinogen, d-dimer), autoimmune/rheumatological profile, ana (antinuclear antibodies), anti-dna (anti-double-stranded anti-dna antibodies), rf (rheumatoid factor), anti-ccp (anti-cyclic citrullinated peptide antibody), hla-b27 (if there was suspicion of associated autoimmune diseases), complementary studies (according to the clinical picture), contact test or prick test with calcium hydroxyapatite, skin biopsy and doppler ultrasound of the infiltrated area were recommended. At the time of this report, she was stable. The outcome of the event edema/swelling was reported as resolving (changed from unknown) (stop date ambiguously reported as: (B)(6) 2025). The outcome of the event lipotimia was unknown. In the opinion of the reporter, the event edema/swelling was severe in intensity and related (changed from reasonable possibility/suspected) to the radiesse 1.5 ml injection, was life-threatening, an intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not permanent, did not lead to a new diagnosed chronic disease, did not require hospitalization for more than 24 hours, a causal relationship to incorporated local anesthetic in the product was not suspected.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00153770) and no similar events were noted. Assessment by merz: the event occurred in a compatible temporal relationship. No precise information was given on the injection site, so that a local relationship can only be assumed. Injection oedema (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. The reported swelling is considered as a symptom of the facial oedema. Possible confounding factor includes previous injection with radiesse. In this case, the information is sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. The case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 18-mar- 2025: the batch record review for radiesse 1.5 ml, lot a00153770, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. The case remains serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 20-mar-2025 and 21-mar-2025: the event lipotimia coded as syncope was added. The outcome of the event oedema was reported as resolving. The outcome of the event lipotimia was unknown. The event injection site oedema (serious) occurred in compatible temporal and local relationship, and the added event syncope (non-serious) is a systemic event and occurred in compatible temporal relationship. The added event syncope (non-serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. Off label use of device is coded only for formal reasons. The injection into the labial commissure (reported as commissure) and mandibular angle is no approved indication of radiesse in the EU. Further confounding factors include previous aesthetic treatments with nctf, hyaluronic acid and bocouture. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment in the emergency room also for a second time as the oedema had increased, with a resolving outcome and in the opinion of the reporter the event was life-threatening and treatment was necessary to prevent a life-threatening condition. Causality for the previously assessed event remains unchanged as possibly related to treatment with radiesse based on compatible local and temporal relationship. Causality for the added event is assessed as possibly related to treatment with radiesse based on compatible temporal and assumed local relationship. The case remains serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00153770) and no similar events were noted. Assessment by merz: the event occurred in a compatible temporal relationship. No precise information was given on the injection site, so that a local relationship can only be assumed. Injection oedema (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. The reported swelling is considered as a symptom of the facial oedema. Possible confounding factor includes previous injection with radiesse. In this case, the information is sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. The case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 18-mar-2025: the batch record review for radiesse, lot a00153770, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. The case remains serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 20-mar-2025 and 21-mar-2025: the event lipotimia coded as syncope was added. The outcome of the event oedema was reported as resolving. The outcome of the event lipotimia was unknown. The event injection site oedema (serious) occurred in compatible temporal and local relationship, and the added event syncope (non-serious) is a systemic event and occurred in compatible temporal relationship. The added event syncope (non-serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. Off label use of device is coded only for formal reasons. The injection into the labial commissure (reported as commissure) and mandibular angle is no approved indication of radiesse in the EU. Further confounding factors include previous aesthetic treatments with nctf, hyaluronic acid and bocouture. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment in the emergency room also for a second time as the oedema had increased, with a resolving outcome and in the opinion of the reporter the event was life-threatening and treatment was necessary to prevent a life-threatening condition. Causality for the previously assessed event remains unchanged as possibly related to treatment with radiesse based on compatible local and temporal relationship. Causality for the added event is assessed as possibly related to treatment with radiesse based on compatible temporal and assumed local relationship. The case remains serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow up information received on 10-apr-2025: the outcome of the event oedema was reported as resolved. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. The patient was injected with radiesse, on (B)(6) 2025 (reported as this afternoon). Batch number was reported as a00153770. A lot search in the global safety database was conducted. The patient was previously injected with radiesse, without any complication. On (B)(6) 2025, 2 hours after the radiesse injection, the patient experienced swelling on her face, and 4 hours after the radiesse injection, the patient experienced significant facial edema. The patient went to the hospital emergency room and was treated with corticosteroids and antihistamines orally. The outcome of the event was unknown. Follow-up information was received on 18-mar-2025: the batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00153770 (expiry date: 19-mar-2026). Follow up information was received on 20-mar-2025 and 21-mar-2025: the event lipotimia was added. The patients birth date, height (165 cm) and weight (60 kg) were provided. The patient was injected supraperiosteally and subdermal with a total of 1.8 ml of radiesse 1.5 ml into the zygomatic, nasolabial sulcus (reported as ns sulcus), commissure and mandibular angle (off label use of device). She was injected with 0.85 ml into the right side, into 5 injections points, and with 0.95 ml into the left side, into 6 injection points. Radiesse 1.5 ml was injected using a bolus and linear backtracking technique, with a 27 g cannula. The patient had previous aesthetic treatments in 2024, with nctf (reported as nct) 135 hyaluronic acid (reported as ha) in her face, with radiesse into the lower face (reported as 2/3 lower face) and with bocouture® in the upper face (reported as 1/3 upper face). Patients past surgical interventions included otosclerosis in 2022. Patients medical history, allergies and current medications were reported as none. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a lipotimia, as reported, and had to return to the emergency room the night she was discharged, as the oedema had increased. In the hospital emergency room, the patient was administered corticosteroids and antihistamines intravenously. Complete blood count with leukocyte formula, c-reactive protein (crp) and erythrocyte sedimentation rate (esr), total ige (total immunoglobulin e), specific allergy test (specific ige) for calcium hydroxylapatite and its components, complement c3 and c4, serum tryptase, liver and renal function test (ast, alt, bilirubin, creatinine, urea), coagulation profile (pt, aptt, fibrinogen, d-dimer), autoimmune/rheumatological profile, ana (antinuclear antibodies), anti-dna (anti-double-stranded anti-dna antibodies), rf (rheumatoid factor), anti-ccp (anti-cyclic citrullinated peptide antibody), hla-b27 (if there was suspicion of associated autoimmune diseases), complementary studies (according to the clinical picture), contact test or prick test with calcium hydroxyapatite, skin biopsy and doppler ultrasound of the infiltrated area were recommended. At the time of this report, she was stable. The outcome of the event edema/swelling was reported as resolving (changed from unknown) (stop date ambiguously reported as: (B)(6) 2025). The outcome of the event lipotimia was unknown. In the opinion of the reporter, the event edema/swelling was severe in intensity and related (changed from reasonable possibility/suspected) to the radiesse 1.5 ml injection, was life-threatening, an intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not permanent, did not lead to a new diagnosed chronic disease, did not require hospitalization for more than 24 hours, a causal relationship to incorporated local anesthetic in the product was not suspected. Follow-up information was received on 10-apr-2025: at the time of the report, the patient was waiting for the appointment with the allergist (scheduled for (B)(6) 2025). A full blood workup was requested, including tests to rule out an allergy to calcium hydroxyapatite and markers to rule out the possible onset of an autoimmune condition. The allergist was going to assess whether further tests were needed or if the blood work was supposed to be expanded. On (B)(6) 2025, after 10 days, it was resolved with the prescribed medication from the hospital. The outcome of the event edema/swelling was reported as resolved, on (B)(6) 2025 (ambiguously reported on (B)(6) 2025, changed from resolving). The outcome of the event lipotimia remained unchanged.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. The patient was injected with radiesse, on (B)(6) 2025 (reported as this afternoon). Batch number was reported as a00153770. A lot of search in the global safety database was conducted. The patient was previously injected with radiesse, without any complication. On (B)(6) 2025, 2 hours after the radiesse injection, the patient experienced swelling on her face, and 4 hours after the radiesse injection, the patient experienced significant facial edema. The patient went to the hospital emergency room and was treated with corticosteroids and antihistamines orally. The outcome of the event was unknown. Follow-up information was received on 18-mar-2025: the batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00153770 (expiry date: 19-mar-2026). Follow up information was received on 20-mar-2025 and 21-mar-2025: the event lipotimia was added. The patients birth date, height (165 cm) and weight (60 kg) were provided. The patient was injected supraperiosteally and subdermal with a total of 1.8 ml of radiesse 1.5 ml into the zygomatic, nasolabial sulcus (reported as ns sulcus), commissure and mandibular angle (off label use of device). She was injected with 0.85 ml into the right side, into 5 injections points, and with 0.95 ml into the left side, into 6 injection points. Radiesse 1.5 ml was injected using a bolus and linear backtracking technique, with a 27 g cannula. The patient had previous aesthetic treatments in 2024, with nctf (reported as nct) 135 hyaluronic acid (reported as ha) in her face, with radiesse into the lower face (reported as 2/3 lower face) and with bocouture® in the upper face (reported as 1/3 upper face). Patients past surgical interventions included otosclerosis in 2022. Patients medical history, allergies and current medications were reported as none. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a lipotimia, as reported, and had to return to the emergency room the night she was discharged, as the oedema had increased. In the hospital emergency room, the patient was administered corticosteroids and antihistamines intravenously. Complete blood count with leukocyte formula, c-reactive protein (crp) and erythrocyte sedimentation rate (esr), total ige (total immunoglobulin e), specific allergy test (specific ige) for calcium hydroxylapatite and its components, complement c3 and c4, serum tryptase, liver and renal function test (ast, alt, bilirubin, creatinine, urea), coagulation profile (pt, aptt, fibrinogen, d-dimer), autoimmune/rheumatological profile, ana (antinuclear antibodies), anti-dna (anti-double-stranded anti-dna antibodies), rf (rheumatoid factor), anti-ccp (anti-cyclic citrullinated peptide antibody), hla-b27 (if there was suspicion of associated autoimmune diseases), complementary studies (according to the clinical picture), contact test or prick test with calcium hydroxyapatite, skin biopsy and doppler ultrasound of the infiltrated area were recommended. At the time of this report, she was stable. The outcome of the event edema/swelling was reported as resolving (changed from unknown) (stop date ambiguously reported as: (B)(6) 2025). The outcome of the event lipotimia was unknown. In the opinion of the reporter, the event edema/swelling was severe in intensity and related (changed from reasonable possibility/suspected) to the radiesse 1.5 ml injection, was life-threatening, an intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not permanent, did not lead to a new diagnosed chronic disease, did not require hospitalization for more than 24 hours, a causal relationship to incorporated local anesthetic in the product was not suspected. Follow-up information was received on 10-apr-2025: at the time of the report, the patient was waiting for the appointment with the allergist (scheduled for (B)(6) 2025). A full blood workup was requested, including tests to rule out an allergy to calcium hydroxyapatite and markers to rule out the possible onset of an autoimmune condition. The allergist was going to assess whether further tests were needed or if the blood work was supposed to be expanded. On (B)(6) 2025, after 10 days, it was resolved with the prescribed medication from the hospital. The outcome of the event edema/swelling was reported as resolved, on (B)(6) 2025 (ambiguously reported on (B)(6) 2025, changed from resolving). The outcome of the event lipotimia remained unchanged. Follow-up information was received on 09-may-2025: follow-up version (5) was created erroneously. Follow-up information was received on 18-jun-2025: the event lipotimia was deleted. In 2025, the patient was referred to the day hospital where she underwent allergy testing. A superficial skin test was requested with calcium hydroxyapatite, carboxymethylcellulose, and lidocaine. A drug provocation test with local anesthetics was requested, to be carried out in an observation room over a 5-hour period. The patient was informed about the difference between an allergic reaction and intoxication, and the importance of determining a diagnosis to prevent future exposures. The patient showed negative skin (prick) test results for calcium hydroxyapatite. A controlled oral exposure was performed under medical supervision without any incidents. The patient tolerated the administered dose of 1 ml of lidocaine without immediate reactions, and its use was permitted if needed. Allergy to local anesthetics (lidocaine) was ruled out. No sensitization to calcium hydroxyapatite was noted. Anaphylaxis was of unclear origin. In the event of a delayed reaction at home, the patient was advised to take ebastel 20mg (1 tablet per day) until complete improvement. If there was no improvement and/or worsening of symptoms, the patient was advised to go to the emergency room. If this occurred, the patient was advised to contact the day hospital service. A blood test with single nucleotide polymorphism (snp) was requested. The patient was discharged. The outcome of the event edema/swelling remained unchanged. Follow-up information was received on 09-jul-2025: a follow-up blood test was performed due to a severe reaction after the use of a collagen stimulator, for which no sensitization was confirmed. Normal study was ruling out hereditary angioedema and mast cell activation syndrome (mcas). In 2025, c1-esterase inhibitor protein serum test was performed with result 34.05 mg/dl (reference: 22-45), and c1-esterase inhibitor activity plasma was performed with result 107.00 % (reference: 70-130). Tryptase serum was 2.9 mcg/l (reference: <11.0), complement c3 serum was 85.44 mg/dl (reference: 90-180), complement c4 serum was 22.4 mg/dl (reference: 10-40), total immunoglobulin e serum (ige) was 119 ku/l (reference: <120), total immunoglobulin g serum (igg) was 1351 mg/dl (reference: 650-1600), total immunoglobulin m serum (igm) was 143 mg/dl (reference: 40-230), and total immunoglobulin a serum (iga) was 282 mg/dl (reference: 70-400). Prostaglandin e2 plasma was 1254 (reference values were indicative, up to 2297 pg/ml). Latex (hevea brasiliensis) ige antibodies (k82) were <0.10 ku/l (reference: <0.35). Venoms included wasp (vespula spp) ige which was <0.10 ku/l (reference: <0.35), bee (apis mellifera) ige which was <0.10 ku/l (reference: <0.35) and wasp (polistes dominulus) ige (i77) which was <0.10 ku/l (reference: <0.35). Test results ruled out allergic reaction to radiesse. No allergic process was confirmed. The outcome of the event remained unchanged.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00153770) and no similar events were noted. Assessment by merz: the event occurred in a compatible temporal relationship. No precise information was given on the injection site, so that a local relationship can only be assumed. Injection oedema (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. The reported swelling is considered as a symptom of the facial oedema. Possible confounding factor includes previous injection with radiesse. In this case, the information is sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. The case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 18-mar-2025: the batch record review for radiesse, lot a00153770, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. The case remains serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 20-mar-2025 and 21-mar-2025: the event lipotimia coded as syncope was added. The outcome of the event oedema was reported as resolving. The outcome of the event lipotimia was unknown. The event injection site oedema (serious) occurred in compatible temporal and local relationship, and the added event syncope (non-serious) is a systemic event and occurred in compatible temporal relationship. The added event syncope (non-serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. Off label use of device is coded only for formal reasons. The injection into the labial commissure (reported as commissure) and mandibular angle is no approved indication of radiesse in the EU. Further confounding factors include previous aesthetic treatments with nctf, hyaluronic acid and bocouture. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment in the emergency room also for a second time as the oedema had increased, with a resolving outcome and in the opinion of the reporter the event was life-threatening and treatment was necessary to prevent a life-threatening condition. Causality for the previously assessed event remains unchanged as possibly related to treatment with radiesse based on compatible local and temporal relationship. Causality for the added event is assessed as possibly related to treatment with radiesse based on compatible temporal and assumed local relationship. The case remains serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow up information received on 10-apr-2025: the outcome of the event oedema was reported as resolved. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to receipt of of follow -up information on 18-jun-2025: the event verbatim lipotimia was deleted as it was considered to be a symptom of the anaphylaxis of unclear origin. The reported anaphylaxis of unclear origin was not coded since an allergy to lidocaine was ruled out and there was no sensitization to calcium hydroxyapatite. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to receipt of of follow -up information on 09-jul-2025: according to the blood test results, an allergic reaction to radiesse was ruled out. The outcome of the event remained unchanged. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00153770) and no similar events were noted. Assessment by merz: the event occurred in a compatible temporal relationship. No precise information was given on the injection site, so that a local relationship can only be assumed. Injection oedema (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. The reported swelling is considered as a symptom of the facial oedema. Possible confounding factor includes previous injection with radiesse. In this case, the information is sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with an unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. The case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 18-mar-2025: the batch record review for radiesse, lot a00153770, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. The case remains serious with the serious event injection site oedema because treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow-up information received on 20-mar-2025 and 21-mar-2025: the event lipotimia coded as syncope was added. The outcome of the event oedema was reported as resolving. The outcome of the event lipotimia was unknown. The event injection site oedema (serious) occurred in compatible temporal and local relationship, and the added event syncope (non-serious) is a systemic event and occurred in compatible temporal relationship. The added event syncope (non-serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. Off label use of device is coded only for formal reasons. The injection into the labial commissure (reported as commissure) and mandibular angle is no approved indication of radiesse in the EU. Further confounding factors include previous aesthetic treatments with nctf, hyaluronic acid and bocouture. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment in the emergency room also for a second time as the oedema had increased, with a resolving outcome and in the opinion of the reporter the event was life-threatening and treatment was necessary to prevent a life-threatening condition. Causality for the previously assessed event remains unchanged as possibly related to treatment with radiesse based on compatible local and temporal relationship. Causality for the added event is assessed as possibly related to treatment with radiesse based on compatible temporal and assumed local relationship. The case remains serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to follow up information received on 10-apr-2025: the outcome of the event oedema was reported as resolved. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury. Merz causality re-assessment due to receipt of of follow -up information on 18-jun-2025: the event verbatim lipotimia was deleted as it was considered to be a symptom of the anaphylaxis of unclear origin. The reported anaphylaxis of unclear origin was not coded since an allergy to lidocaine was ruled out and there was no sensitization to calcium hydroxyapatite. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema due to a life-threatening injury and as treatment was deemed necessary to prevent a life-threatening illness/injury.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 52-year-old female patient. The patient was injected with radiesse, on (B)(6) 2025 (reported as this afternoon). Batch number was reported as a00153770. A lot of search in the global safety database was conducted. The patient was previously injected with radiesse, without any complication. On (B)(6) 2025, 2 hours after the radiesse injection, the patient experienced swelling on her face, and 4 hours after the radiesse injection, the patient experienced significant facial edema. The patient went to the hospital emergency room and was treated with corticosteroids and antihistamines orally. The outcome of the event was unknown. Follow-up information was received on 18-mar-2025: the batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00153770 (expiry date: 19-mar-2026). Follow up information was received on 20-mar-2025 and 21-mar-2025: the event lipotimia was added. The patients birth date, height (165 cm) and weight (60 kg) were provided. The patient was injected supraperiosteally and subdermal with a total of 1.8 ml of radiesse 1.5 ml into the zygomatic, nasolabial sulcus (reported as ns sulcus), commissure and mandibular angle (off label use of device). She was injected with 0.85 ml into the right side, into 5 injections points, and with 0.95 ml into the left side, into 6 injection points. Radiesse 1.5 ml was injected using a bolus and linear backtracking technique, with a 27 g cannula. The patient had previous aesthetic treatments in 2024, with nctf (reported as nct) 135 hyaluronic acid (reported as ha) in her face, with radiesse into the lower face (reported as 2/3 lower face) and with bocouture® in the upper face (reported as 1/3 upper face). Patients past surgical interventions included otosclerosis in 2022. Patients medical history, allergies and current medications were reported as none. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a lipotimia, as reported, and had to return to the emergency room the night she was discharged, as the oedema had increased. In the hospital emergency room, the patient was administered corticosteroids and antihistamines intravenously. Complete blood count with leukocyte formula, c-reactive protein (crp) and erythrocyte sedimentation rate (esr), total ige (total immunoglobulin e), specific allergy test (specific ige) for calcium hydroxylapatite and its components, complement c3 and c4, serum tryptase, liver and renal function test (ast, alt, bilirubin, creatinine, urea), coagulation profile (pt, aptt, fibrinogen, d-dimer), autoimmune/rheumatological profile, ana (antinuclear antibodies), anti-dna (anti-double-stranded anti-dna antibodies), rf (rheumatoid factor), anti-ccp (anti-cyclic citrullinated peptide antibody), hla-b27 (if there was suspicion of associated autoimmune diseases), complementary studies (according to the clinical picture), contact test or prick test with calcium hydroxyapatite, skin biopsy and doppler ultrasound of the infiltrated area were recommended. At the time of this report, she was stable. The outcome of the event edema/swelling was reported as resolving (changed from unknown) (stop date ambiguously reported as: 18-mar-2025). The outcome of the event lipotimia was unknown. In the opinion of the reporter, the event edema/swelling was severe in intensity and related (changed from reasonable possibility/suspected) to the radiesse 1.5 ml injection, was life-threatening, an intervention was necessary to prevent a life-threatening condition or a permanent damage, the event was not permanent, did not lead to a new diagnosed chronic disease, did not require hospitalization for more than 24 hours, a causal relationship to incorporated local anesthetic in the product was not suspected. Follow-up information was received on 10-apr-2025: at the time of the report, the patient was waiting for the appointment with the allergist (scheduled for ((B)(6) 2025). A full blood workup was requested, including tests to rule out an allergy to calcium hydroxyapatite and markers to rule out the possible onset of an autoimmune condition. The allergist was going to assess whether further tests were needed or if the blood work was supposed to be expanded. On (B)(6) 2025, after 10 days, it was resolved with the prescribed medication from the hospital. The outcome of the event edema/swelling was reported as resolved, on (B)(6). The outcome of the event lipotimia remained unchanged. Follow-up information was received on 09-may-2025: follow-up version (5) was created erroneously. Follow-up information was received on 18-jun-2025: the event verbatim lipotimia was deleted. In 2025, the patient was referred to the day hospital where she underwent allergy testing. A superficial skin test was requested with calcium hydroxyapatite, carboxymethylcellulose, and lidocaine. A drug provocation test with local anesthetics was requested, to be carried out in an observation room over a 5-hour period. The patient was informed about the difference between an allergic reaction and intoxication, and the importance of determining a diagnosis to prevent future exposures. The patient showed negative skin (prick) test results for calcium hydroxyapatite. A controlled oral exposure was performed under medical supervision without any incidents. The patient tolerated the administered dose of 1 ml of lidocaine without immediate reactions, and its use was permitted if needed. Allergy to local anesthetics (lidocaine) was ruled out. No sensitization to calcium hydroxyapatite was noted. Anaphylaxis was of unclear origin. In the event of a delayed reaction at home, the patient was advised to take ebastel 20mg (1 tablet per day) until complete improvement. If there was no improvement and/or worsening of symptoms, the patient was advised to go to the emergency room. If this occurred, the patient was advised to contact the day hospital service. A blood test with single nucleotide polymorphism (snp) was requested. The patient was discharged. The outcome of the event edema/swelling remained unchanged.